Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had large scratches at the distal end. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer stated there was a possibility there was missing material from the portion of the device that enters the patient¿s body. The device was not used on a patient, therefore no fragment fell into the patient. No injury was reported as a result of the reported event. A backup instrument was utilized.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to scratch marks/abrasions on the brown section of the tube extension. Tube extension scratch marks measured roughly 0.4265¿ x 0.0350¿. There was no material missing. The complaint was confirmed by failure analysis. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks.

Event description:
Refer to h11 for follow-up information.